Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02595, and #3005099803-2010-02597 for a description of the other devices. It was reported to boston scientific corporation that three gold probe devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first gold probe device would not cauterize. They attempted to use two other gold probe devices, but experienced the same problem. The case was completed with an interject sclerotherapy needle. After the procedure, they tested the generator used with the gold probes; no issues were found. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
The customer's complaint for the device's inability to cauterize was not able to be confirmed. The visual inspection during analysis revealed no anomalies. The device meets specification for load testing, but failed an isolation of electrodes test. No action is deemed necessary, as this is attributed to the fact that the device may have still had the presence of conducive substances such as saline, or body fluids, still present on the device and when tested created a small amount of conductivity that will cause the device to give a small reading during isolation of electrodes testing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02595, and #3005099803-2010-02597 for a description of the other devices. It was reported to boston scientific corporation that three gold probe devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first gold probe device would not cauterize. They attempted to use two other gold probe devices, but experienced the same problem. The case was completed with an interject sclerotherapy needle. After the procedure, they tested the generator used with the gold probes; no issues were found. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.